Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber degraded, and the aiming beam was forward firing at 178,501 joules of use. Procedure was completed with another fiber. There were no patient complications.